Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 26 mg/dl at the time of incident and the current blood glucose level was 80 mg/dl. Customers other blood glucose value was 200 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer states the drive support cap appears normal. Customer reports they did not contact their health care professional regarding the low blood glucose. Customer does allege pump was over delivering because they experience blood glucose value 56mg/dl. The insulin pump will be returned for analysis.